Event description:
Pt was found by family unconscious and brought to the ER. Pt had elevated blood pressure, tachycardia and expired during the night. The pump was alarming and the reservoir volume was 1.6ml. Pt was receiving clonidine through the pump. Pt apparently had missed scheduled refill appointment.